Manufacturer narrative:
As indicated, the user facility reported that a leak was observed coming from the blood-gas oxygenator in the bypass circuit which resulted in a 50cc of blood loss. The surgery was completed successfully and the pt is fine. Terumo has obtained the actual device that was used in the procedure and performed evaluations with the suspect device. Terumo was able to confirm that a subcomponent of the device was a contributing factor to the event that was reported.

Event description:
On (B) (6) 2009, it was reported by a user facility (B) (6) to terumo cardiovascular that during a cardiopulmonary bypass procedure, a blood-gas oxygenator was noted to exhibit a leak that resulted in 50cc of blood loss. The device was changed out during the operation, and the surgery was completed successfully. The user facility reported that the pt did not suffer injury of any type as a result of this event.